Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture was positive for growth of the bacteria staphylococcus aureus which is known to live on human skin and is commonly linked to peritonitis caused by a breach in aseptic technique during the pd exchange. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was admitted into the hospital on (B)(6) 2023 and is staying in the hospital due to a dialysis issue. However, there were no reported allegations that the emergency was related to any issues with fresenius products. In additional follow-up, the reporting pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was admitted to the hospital with peritonitis. The nurse stated the patient had a pd culture obtained which grew the bacteria staphylococcus aureus. The nurse stated the patient was treated with. The patient was treated with antibiotics using vancomycin (dose not provided) and ceftazidime (dose not provided) intraperitoneal. Additionally, the patient was transitioned to hemodialysis for renal replacement needs (to let the peritoneum rest). Subsequently on (B)(6) 2023, the patient was discharged home continuing outpatient hemodialysis. The patient is reportedly recovering from the event. The patient¿s nurse was not able to identify the cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid leaks in relation to this event.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was admitted into the hospital on (B)(6) 2023 and is staying in the hospital due to a dialysis issue. However, there were no reported allegations that the emergency was related to any issues with fresenius products. In additional follow-up, the reporting pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was admitted to the hospital with peritonitis. The nurse stated the patient had a pd culture obtained which grew the bacteria staphylococcus aureus. The nurse stated the patient was treated with. The patient was treated with antibiotics using vancomycin (dose not provided) and ceftazidime (dose not provided) intraperitoneal. Additionally, the patient was transitioned to hemodialysis for renal replacement needs (to let the peritoneum rest). Subsequently on (B)(6) 2023, the patient was discharged home continuing outpatient hemodialysis. The patient is reportedly recovering from the event. The patient's nurse was not able to identify the cause of the patient¿s peritonitis. However, the nurse confirmed the patient did not have any fluid leaks in relation to this event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for investigation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Valve actuation test passed. System air leak test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. An internal visual inspection of the returned cycler encountered no discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.